Event description:
Same case as MFR# 6000089-2004-01536 and 01537. Clinical study. It was reported that 261 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the left anterior descending (lad) artery, left circumflex (lcx) artery, and the right coronary artery (rca). The physician predilated the 2.5 mm lad lesion and then placed taxus express2 8.8% 2.5 x 16 mm drug eluting stent. The physician then predilated the 2.75 distal lcx lesion and placed a taxus exress2 8.8% 2.75 x 20 mm drug eluting stent. The physician then direct stented the rca lesion with the taxus express2 8.8% 3.5 x 16 mm drug eluting stent and then post dilated the stent. Additional information regarding the reintervention has been requested.